Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Device evaluation summary: according to the information received, the patient developed capsular contracture. During evaluation of the sample, it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, the capsular contracture was determined to be unrelated to the breast implant and related to the patient¿s condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: right breast capsular contracture (baker grade iii). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6)-year-old white hispanic female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 200cc gel breast prosthesis developed capsular contracture (baker grade iii) in her right breast. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 200cc gel breast prosthesis on (B)(6) 2019.